Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the product was performed. Engineering calculations confirmed the longevity of this device was not as expected. The device case was opened. An external power supply was connected to the device and the electrical current was monitored. During the monitoring process a high, fluctuating current condition was observed from the mmic (mixed mode integrated circuit). Because the functional state of the device randomly changed throughout the analysis, it was concluded that the higher-than-normal current traced to the mmic resulted in the device entering safety mode.

Event description:
It was reported that during interrogation prior to the implant procedure, this device was found to be in safety mode. The physician exchanged the device to resolve the event and there was no patient effects reported. The device was received for analysis.

Event description:
It was reported that during interrogation prior to the implant procedure, this device was found to be in safety mode. The physician exchanged the device to resolve the event and there was no patient consequences. The device is expected for analysis, but has not yet been received.